Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the screw stopper was replaced for preventive maintenance; due to wear of angle wire, the bending angle in the up direction did not meet the standard value; the plastic distal end cover had a scratch; the adhesive around the objective lens had a chip; the adhesive around the light guide lens had a crack; the adhesive on the bending section cover had a crack; and the connecting tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing the gastrointestinal videoscope presented with reduced angulation, a light system defect, a maneuvering wheel defect, worn adhesive, and resistance when bending the unit. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the air and water tube and cylinder had foreign objects. The foreign material that remains in the device can cause insufficient reprocessing. This report is to capture the reportable malfunction of the foreign object in the air and water tube and cylinder that was noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.